Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On (B)(6) 2004, the pt contacted lfs alleging that her one touch ultra meter was reading inaccurately control high. She obtained control solution results of 11.3 mmol/l twice. The pt contacted her health care professional today to report that her control solution readings were too high. She also reported her blood glucose results for the last couple of weeks. The blood glucose results were not provided, however, she noticed the presence of ketones on the meter. The pt's nurse directed her to increase her insulin by 4 units starting (B)(6) 2004 until her routine appt on (B)(6) 2004 or until she can recheck her meter with new control solution. The pt neither alleged harm or experienced injury. The customer service rep walked the pt through 2 consecutive control solution tests. Both control solution results were 9.7 mmol/l with an expected range of 5.4-7.3 mmol/l. Based on 2 failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The csr advised the pt to contact her health care professional to inform the nurse that the reported meter is being replaced and to seek advise on previous insulin adjustment. The meter was replaced.